Manufacturer narrative:
A visual inspection and functional testing were performed on the returned device. The reported guide separation was confirmed. The reported entrapment could not be replicated in a testing environment as it was based on operational circumstances. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, a definitive cause for the reported issue could not be determined. Factors that contribute to guide separation may include, but are not limited to, challenging anatomy (patients with femoral vessel calcium which is fluoroscopically visible at access site); high angle of insertion, excessive downward force; aggressive downward or torsional pressure by user. The guide separation likely contributed to the entrapment of the device. The reported treatment appears to be related to the circumstances of the procedure. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that this was an arteriotomy closure of a calcified right common femoral artery using the pre-close technique via a 9f sheath hole prior to an interventional abdominal aortic aneurysm (aaa) procedure. Reportedly, a prostyle device was unable to be removed. Attempts were made to remove the device by opening and closing the footplate; however, the device was still stuck. A cut-down was performed to remove the device, and it was noted that the sheath appeared to have separated from the proximal guide. The sheath was upsized to a 12f sheath, and the interventional procedure was completed. Hemostais was achieved with a cut-down followed by a patch. No additional information was provided.